Manufacturer narrative:
The padlock clip is used for clip placement within the gastrointestinal tract and consists of a single-use clip within a delivery system. The clip component of the device is within a delivery housing which is mounted and secured at the distal tip on the outside surface of a flexible endoscope. A linking cable rests along the outside of the endoscope's insertion tube and connects the delivery housing/clip to a control handle and thumb actuator outside of the patient. The user depresses the thumb actuator to deploy the clip. The device subject of the reported event was not returned to steris for evaluation therefore, an exact cause could not be determined. A lot number was not provided in mw5181576 therefore the device history record for the subject lot could not be reviewed. The mw5181576 also did not provide user facility contact information; steris was unable to obtain additional information regarding the reported event. The instructions for use (IFU) include the following statement about proper handling of the linking cable, "avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function." Additionally, the IFU includes instructions to inspect the linking cable for kinks prior to use, specifically, "inspect the entire padlock clip defect closure system for kinks in the linking cable or other damage to the delivery housing, control handle body, and the thumb actuator (cracks, breaks, protruding or missing parts). If damage is evident do not use this product and contact your local product specialist or customer service representative." No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported via medwatch: mw5181576 that "during a procedure, the device was placed on the endoscope properly, but at the moment of release, the customer heard a click, and the device did not deploy. The user had to remove the scope and attach a new device during an active hemorrhage."